Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the modules were labelled on the pcu right to left instead of left to right. On the pcu, the nurse had two pump modules on the left, and a pca on the right. The first module on the left did not register (channel label was blank). The second was labeled as b, pcu in the center and the pca which was directly to the right of the pump was labeled as a. Device was taken out of service. There was patient involvement but no harm.